Manufacturer narrative:
H.6. Investigation: one photo sample was provided to our quality team for investigation. Upon visual inspection, it is difficult to determine the exact location of the leak, because it is not visible whether the leak is between the tubing and the ¿y¿ site, the phaseal connector and the ¿y¿ site, or there is a break or crack in the y site. A device history review was performed and found no non-conformances associated with this issue during the production of lot ta12142, all product was manufactured according to specification. Twenty retained samples were used for additional evaluation. There were no visual defects noted and in all cases the product performed as expected. Product undergoes inspections throughout manufacturing according to procedure. All testing was reviewed for the reported lot, including leakage, torque, and inspection results with no issues identified related to the reported malfunction. Based on our quality team's investigation and given the retained samples did not display any leakage, we cannot identify a definitive root cause at this time.

Event description:
It was reported when using the bd phaseal¿ secondary set (c62), the device experienced leakage. The following information was provided by the initial reporter. The customer stated: during injection of chemo, the pharmacist noticed a leak coming from the y site of the c62.

Event description:
It was reported when using the bd phaseal¿ secondary set (c62), the device experienced leakage. The following information was provided by the initial reporter. The customer stated: during injection of chemo, the pharmacist noticed a leak coming from the y site of the c62.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.